Event description:
Initial info was received from a consumer on (B)(6) 2012: a female with an unk medical history received poly-l-lactic acid (sculptra aesthetic) (lot# and exp date unk) about 14 months ago. Dose, frequency, indication and therapy dates were not provided. She reported she still has pea-sized hard, uneven round lumps under the eyes and cheekbones. She reported it is worse than before she received the injections. Before the injections she had smooth skin with some wrinkles and now her face "looks like a roadmap". She has some lower on her face that look more like pimple which isn't all that great either. He doctor has done all he knows how to do and still the lumps are there. The event was ongoing at the time of report. Concomitant medications were not provided. No further relevant info reported. This case is associated with case number (B)(4) [husband's case].